Manufacturer narrative:
Clinical investigation: medical records were reviewed by post market clinical staff and physician. It appears that this pt was hospitalized for peritonitis on (B)(6) 2014. Two to three weeks prior to this admission, the pt was receiving intra-peritoneal antibiotics for exposure to pathogens related to his peritoneal dialysis catheter. Based on the info provided in the pt's medical record, there is no documentation in the medical record that shows a causal relationship between the liberty cycler and the diagnosis of bacterial or fungal peritonitis. There is documentation in the medical record that supports the pt's non-adherence to aseptic technique. There was no history or product malfunction or the products being out of spec. No add'l info is forthcoming; the investigation is complete. Device eval: the device was not returned to the MFR for physical eval. A search was conducted to identify the lots of product shipped to the customer three months prior to the event. A review of the batch mfg records of identified lots was performed. No mfg non-conformances were identified and the lots met all finished goods requirements.

Event description:
Medical records have been provided by the pt's dialysis center. Two to three weeks prior to (B)(6) 2014 a peritoneal dialysis (pd) pt was prescribed intra-peritoneal antibiotics due to "exposure to potential pathogens two to three weeks ago when the pt's dialysis catheter connections came loose. The pt reconnected it himself and apparently did not know what protocol to follow."